Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative (rep) reported that during a stage 1 procedure the lead was removed from the box on (B)(6) and the spacing of the electrodes was not what was expected. The rep is unaware if the electrodes were too close or too far apart because the hcp inspected it and decided not to use it without showing it to them. A second lead kit was used without issue. There were no related patient symptoms. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the distal end of the lead was bent. Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (lot #: va1clt7) confirmed the allegation by finding: electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis observed the distal end of the lead was bent. Result code no longer applies. Conclusion code no longer applies.

Manufacturer narrative:
Patient weight updated.